Event description:
Rptr writes: dermal changes. Post dermabrasion side effects - serious adverse events, both from the standpoint as to what this has led to physically (damage, and persistent and permanent change to skin and facial features, etc) but also the tremendous emotional burden and psychological trauma it's done to my life! This issue alone has altered the quality of my life. It has, among other things - I am afraid, invariably contributed to bad personal habits and obsessions - be it in trying to control the problem, and, or to hide or escape from it! I often times feel like a "recluse" and a "freak". Sufferer wonders if not a skin condition; perhaps permanent, is not the result of: (in layman's terms) = some "hyper stimulation," if you will of sebaceous glands or allergic reaction, or infection, like perhaps herpes simplex or colated clinical entity? Is inflammation, and clusters of closed comedones/papulars (or pus). Not easily concealed with tinted acne coverup, or makeup (which of course is socially unacceptable. It is painful, and disfiguring - and is ongoing (chronic) problem; causing great discomfort, and embarrassment? As such, I find myself retreating from as much social contact, as possible, i.e., self-imposed isolation, for the most part. Venturing out only when necessary and or limiting the most intimate of person to person contact, and hiding my face with caps, bandanas, hood, sunglasses, etc which is to not expose others to my dreaded looks, and to help "shield" myself from others, which may just have opposite effect)?!